Manufacturer narrative:
It was reported that upon deflation of a catheter, "there was still a tiny amount of air inflated in the balloon". The customer contact reported, "connected a sterile syringe to the balloon port and allowed 9.5ml to naturally backflow into the syringe. Then pulled back with the syringe to double-check if there was any more air or water left in the balloon. Pulled back 2 additional times to verify there was nothing left in the balloon. Catheter pulled out with no resistance. When it was completely out, there was still a tiny amount of air inflated in the balloon. Pt bled from his urethra for a few minutes afterwards and then resolved". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that upon deflation of a catheter, "there was still a tiny amount of air inflated in the balloon".